Manufacturer narrative:
Per supplier's evaluation, the inductor at l1 of the printed circuit board (pcb) was damaged. When it was replaced, full functionality was restored. Supplier surmises that either the component failed due to defect or the flow meter encountered a voltage spike from the power source that damaged the component. When the sensor was restored it was fully functional. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the issue occurred during installation of a newly refurbished device.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, there was a constant flow from the system and the flow rate could not be adjusted. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the electronic patient gas system (epgs) would not calibrate and the flow could not be adjusted due to a defective flowmeter. The service repair technician (srt) replaced the flowmeter. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.